Event description:
Ten y/o female medical history of aortic stenosis subvalvular aortic fibromuscular tunnel, s/p coarctation and ventricular septal defect repair, and aortic subvalvular membrane resection, underwent an aortic root replacement with annulus enlargement procedure using a 22mm aortic homograft on 8/19/1992. On 3/14/95, the pt required re-op due to dehiscence of the left ventricle to homograft anastomosis which resulted in pseudo-aneurysm.